Event description:
Additional information: it was reported by the healthcare provider (hcp) that the patient had an addiction to norco. The patient refused treatment and elected to find a new doctor. The hcp stated that the patient 'instead must not have found a doctor, nor had the pump refilled'. The patient was last seen by the reporting hcp on (B)(6) 2012.

Event description:
It was later reported the initial servicing physician would no longer service the pump. The patient had been driving to (B)(6) to have the pump refilled. The patient had been in a psychiatric hospital on and off since (B)(6) and had been released a few days prior to the date of this report and the patient was now homeless. The pump was reportedly refilled last in (B)(6) 2012 and since the pump ran out of medication. The patient stated he was ¿at the end of his rope¿ and he was considering taking the shot gun and ¿blowing his brains out.¿ the patient reported that he had been going to different emergency rooms for other pain management. The patient was taking pills that he could not tolerate. Since the pump was empty, the patient had checked into the hospital because the pain was ¿driving him to suicide.¿ the patient had previously attempted suicide, shot himself, in 1994. The patient stated he had a heart attack last year and had open heart surgery. The device system had reportedly delivered demerol (meperidine).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had missed refill date, pump was alarming, and the patient was in withdrawal. The pump alarm was heard by the patient starting on 6/13 or 6/15. Exact date could not be defined. The audible alarm was noncritical, and then led to a critical alarm. The patient's refill date was scheduled for (B)(6) 2012. The refill date was missed, and the volume in the pump was below recommended volume to maintain adequate infusion. The patient started to experience symptoms of sweats, suicidal thoughts, and muscle contractions. Patient stated during the withdrawal he "can't think right now". The withdrawal was reported on (B)(6) 2012. Patient went to the emergency room (B)(6) 2012, and the ER provider gave him "2 injections and sent him home with 8 percocet". The patient needed to find a healthcare provider that would be willing to take him on as a patient, as he is unable to meet with the healthcare provider he had planned to see for 3-6 weeks. Patient had issues in regard to his proximity to the provider, and wanted to find someone closer to manage the pump. The medication in the pump was morphine. Patient outcome was not provided. Additional information had been requested, however was not yet available at the time of this report.

Manufacturer narrative:
Product ID 8711, lot# j11361r38, implanted: 2003 (B)(6), product type catheter. (B)(4).